Manufacturer narrative:
The reported field event of backup vvi was confirmed upon receipt of the device. The device had a power-on reset during which was followed by sosd detection. The device was tested on the bench and output circuit damage was noted. The root cause of the power-on reset and output circuit damage could not be conclusively determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during normal device change out procedure, the device went into bvvi after dft testing. The device was not implanted.